Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown. The customer is calling back after receiving a battery cap and states its going bad. The customer states he changes the battery the pump would delay in turning on. After the display returns the customer states he must not bump or shake the pump, because the display goes blank. The customer stated that contacts on the battery cap were not missing or damaged. Troubleshooting was not performed. The device will not be returned for analysis.